Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the test and locked up. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
The customer declined to have the device repaired and requested that the device be returned to them without any repairs being performed. The device was returned to the customer. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the test and locked up. As a result, defibrillation therapy may be unavailable, if needed.